Event description:
It was reported that sec set no ports w/hanger dehp free had air bubbles and the set disconnected. The following information was provided by the initial reporter: material no: 11448964, batch no: 20103102. It was reported that nurse was flicking the tubing to move an air bubble and the set disconnected from where the tubing connects to the bottom of the drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/31/2020. H.6. Investigation: customer reported the set disconnected, and then returned the affected sample. The sample was clearly separated at the outlet of the drip chamber and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review for model 11448964 lot number 20103102 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20103102 regarding item #11448964.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sec set no ports w/hanger dehp free had air bubbles and the set disconnected. The following information was provided by the initial reporter: material no: 11448964 batch no: 20103102. It was reported that nurse was flicking the tubing to move an air bubble and the set disconnected from where the tubing connects to the bottom of the drip chamber.